Event description:
The facility reports a resident was being transferred with the cassette. When the caregiver went to move the traverse rail to the main rail, she noticed she could not line it up correctly with the mian rail. She looked up and saw that the bolt had come out of the gate, and that the gate was open and not be coupled to the main rail. The lift was then raised, making a strange noise as it did so. The caregiver drove the traverse rail back to the transfer place, during which time the gate closed itself. The lift was taken out of use by the facility at that time. A coupling has been placed in the main rail to hallmark the security of the system.